Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and / or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use. The pt experienced pain at the right groin and had a medical exam. Hospitalization was extended by 1 day to monitor the pt.